Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent is damaged. Damage to 1st proximal strut was noted. It appeared lifted and pulled in a distal direction over the 2nd strut. The damage to the stent is consistent with force/resistance being applied to the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 262mm from end of the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-june-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and non calcified right coronary artery (rca). After pre-dilation was performed using a non-bsc balloon catheter, a 32x2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed a proximal stent damage.